Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface. Covidien was only authorized to upgrade the software and conducted the final testing. The ventilator passed all the required test.

Event description:
It was reported that the 840 ventilator was erratic. The ventilator was not in use a patient at the time of the event.